Event description:
It was reported, the ide performed injections, without any problem according to the patient, rinsed the PICC line with injectable saline, then performed a reflux and noted a leakage along the external extension. The nurse removed the PICC line. A new catheter was inserted. The patient brought the catheter with him on (B)(6) 2024 for a new appointment at the vascular access unit. We tested it and found a crack in the extension. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the catheter. A small, chevron-shaped split was observed in the extension tubing in the middle of the extension tubing. A microscopic observation of the returned catheter revealed the split to have sharp fracture edges. The fracture surface appeared to be granular with some striations observed along sections of the fracture surface. Characteristics of the split were observed to be consistent with damage caused by a sharp instrument. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the ide performed injections, without any problem according to the patient, rinsed the PICC line with injectable saline, then performed a reflux and noted a leakage along the external extension. The nurse removed the PICC line. A new catheter was inserted. The patient brought the catheter with him on (B)(6) 2024 for a new appointment at the vascular access unit. We tested it and found a crack in the extension. No other information was provided.